Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was never anything wrong with the device. No further complications were reported/anticipated.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that one of their devices finally died and they had to take it out and put a new one in. Patient stated they didn't know how long the battery would last in the stimulator and now they know. They had to take the old one out and put in a new on as soon as it would fit with their lead. No further complications were reported/anticipated.